Manufacturer narrative:
Concomitant medical products: vedr01 ipg implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low impedance were noted on both the right ventricular (rv) and right atrial (ra) leads. Both pacing leads were capped and replaced during a device change out procedure. No patient complications have been reported as a result of this event.